Manufacturer narrative:
Products expiration date was inadvertently omitted from previous report. The report source was inadvertently omitted from the previous report. Products manufacturing date was inadvertently omitted from previous report.

Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report 2916596-2018-00290. This report is being submitted as additional information. Approximate age of device ¿ 5 years and 5 months. The evaluation of the submitted log file confirmed the reported pump stop; however, a specific cause could not be conclusively determined during the analysis of the returned portion of the percutaneous lead. Inspection of the lead revealed that it was heavily wrapped in tape and cloth. Electrical continuity testing of the returned portion of the perc lead revealed that all wires were electrically intact, even with manipulation of the lead. The tape and cloth were removed and a section of outer silicone sleeve was missing from approximately 2.5 to 5 inches from the metal connector. There were also several small tears and creases in the outer silicone sleeve between approximately 5 and 8.5 inches from the metal connector; however, no damage was noted to the bionate layer. Breakdown of the metal braided shielding was observed at the terminus of the bend relief. The bionate and shielding were removed and examination of the underlying wires revealed no evidence of any damage to the wire insulation or the conductors. Microscopic inspection and hipot testing of the returned portion of the perc lead did not identify any areas of compromised wire insulation. The heartmate ii lvas IFU unique treatment issues section covers wear and tear to the percutaneous lead. The heartmate ii patient handbook¿s power module alarms section provides information on all system alarms and the actions associated to resolve the alarms. A section on handling emergencies is also provided. The heartmate ii patient handbook also contains a section on caring for the percutaneous lead; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The heartmate ii patient handbook also contains important warnings related to pump stops. The patient handbook provides instructions for exchanging power sources and warns that at least one system controller power lead must be connected to a power source at all times. If both power leads are disconnected at the same time, the pump will stop. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient¿s vad system was having random speed drops to 0 rpm along with low flow alarms. The patient was reported to be asymptomatic. Log files analysis completed by the manufacturer¿s technical services representative revealed multiple pump stoppages that only appear to have occurred while the vad was connected to the power module. The type of behavior has been linked to potential issues with the percutaneous lead (driveline). On (B)(6) 2018, a distal end percutaneous lead (driveline) replacement was performed and approximately 18 inches of the driveline was replaced. A continuity test did not indicate any broken wires. Post repair, the patient¿s system was connected to a normal patient cable with no further issues. No additional information was provided.